Event description:
It was reported that the patient underwent successfully angioplasty to treat m2 middle cerebral artery stenosis. Post procedure, the patient was placed on 325mg aspirin and 75mg clopidogrel daily for three months followed by 75mg clopidogrel daily indefinitely. Four months post procedure, the patient presented with a transient ischemic attack with symptoms of aphasia. Angiography demonstrated restenosis of the treated lesion that was successfully treated with angioplasty and stent placement. There was no reported clinical consequence to the patient.

Event description:
It was reported that the patient underwent successfully angioplasty to treat m2 middle cerebral artery stenosis. Post procedure the patient was placed on 325mg aspirin and 75mg clopidogrel daily for three months followed by 75mg clopidogrel daily indefinitely. Four months post procedure, the patient presented with a transient ischemic attack with symptoms of aphasia. Angiography demonstrated restenosis of the treated lesion that was successfully treated with angioplasty and stent placement. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A ship history review identified three lots supplied to the facility. A device history record review for all three lots confirmed these met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack and restenosis are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Event date: the exact date is unknown but all the patients in the article were treated between (B)(6) 2007 and (B)(6) 2008. (B)(4).